Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the tortuous lesion resulting in the reported failure to advance. Interaction/ manipulation of the device resulted in the reported material deformation (flared stent). Resistance with the anatomy during removal of the compromised device resulted in the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a de novo lesion with moderate tortuosity and 90% stenosis in the left circumflex artery. An attempt was made to advance the 3.0 x 38 mm xience xpedition stent delivery system (sds); however, the sds failed to cross due to the tortuous lesion and the stent edge became flared. The sds was removed and resistance with the anatomy was also noted. Two unspecified stents were deployed to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.